Event description:
It was reported that the r3 straight shell impactor broke in the area of anvil. There was a delay for more than 45 minutes.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A clinical investigation concluded that no clinical relevant information has been provided to conduct a thorough analysis of the reported issue. However, it was reported that no broken pieces were left in the surgical site. No adverse patient outcome has been reported as a result of the reported 40 minute extended surgery time. No further assessment is warranted based on the limited information provided. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed.